Manufacturer narrative:
Correction report was sent to the recall coordinator on (B)(4) 2012.

Event description:
The dpb1 ssp unitray kit has a false negative in lanes 27, 30 and 39 which gives no perfect match typing result for the dpb1 5.:01 allele. One complaint regarding this issue has been received.